Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely calcified right renal artery. After the lesion was dilated with 4.0mm balloon, a 6.0mmx18mmx90cm express vascular sd stent was advanced for treatment. However, the device encountered difficulty in crossing the lesion. The balloon was used for another dilation, and when the stent was advanced again, the middle part of the stent was noted to be folded. A new stent was used to complete the procedure. There were no patient complications nor injuries reported, and the patient status was stable.

Manufacturer narrative:
B5: describe event or problem: updated. E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of an express sd stent. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 27.7cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found a kink but did not find any damage to the stent.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely calcified right renal artery. After the lesion was dilated with 4.0mm balloon, a 6.0mmx18mmx90cm express vascular sd stent was advanced for treatment. However, the device encountered difficulty in crossing the lesion. The balloon was used for another dilation, and when the stent was advanced again, the middle part of the stent was noted to be folded. A new stent was used to complete the procedure. There were no patient complications nor injuries reported, and the patient status was stable. It was further reported that the 90%-99% stenosed target lesion was located in the severely tortuous and non-calcified right renal artery. It was confirmed the stent struts were damaged. A new 6.0mm x 18mm x 150cm express vascular sd was used to complete the procedure.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely calcified right renal artery. After the lesion was dilated with 4.0mm balloon, a 6.0mmx18mmx90cm express vascular sd stent was advanced for treatment. However, the device encountered difficulty in crossing the lesion. The balloon was used for another dilation, and when the stent was advanced again, the middle part of the stent was noted to be folded. A new stent was used to complete the procedure. There were no patient complications nor injuries reported, and the patient status was stable. It was further reported that the 90%-99% stenosed target lesion was located in the severely tortuous and non-calcified right renal artery. It was confirmed the stent struts were damaged. A new 6.0mm x 18mm x 150cm express vascular sd was used to complete the procedure.

Manufacturer narrative:
B5: describe event or problem: updated. E1: initial reporter phone: (B)(6).